Manufacturer narrative:
The insulin pump passed displacement test, self-test, unexpected error test, off no power test, rewind and basic occlusion test. No motor error alarm was noted during testing. The pump was unable to prime during prime test due to moisture damage on the faulty force sensor system. The pump was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The pump had moisture damage on the lcd board. No moisture damage on the motor was noted. No failed battery test alarm was noted. All operating currents are within specification. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads.

Event description:
The customer reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she dropped her pump in the toilet and when she removed and replaced the battery, it gave a failed battery test. The customer stated that there is fluid under the lcd display. The customer stated that there are no cracks on the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.